Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room having experienced a syncopal event. Episodes of pacemaker mediated tachycardia (pmt) were observed. Technical services (ts) discussed programming options including considering turning the tracking feature off. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.